Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when inserting a concomitant device 7x35mm cortical fixation screw, the tip of expedium quick connect polyaxial screwdriver broke off inside of screw head. As reported, the tip was removed easily with a resulting delay of five minutes.

Manufacturer narrative:
Visual verification of the returned expedium quick connect polyaxial driver revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided for analysis. Review of the device history record found no discrepancies. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. Although the cause of tip breakage cannot be positively determined, results of scanning electron microscopy analysis on the fractured surface show evidence of torsional shear plastic deformation indicating the failure started at the hexlobes. The plastic deformation at the hexlobes indicates a torsional overload causing a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this screwdriver. The complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.